Event description:
It was reported that the patient had a bladder suspension procedure using the device and a month later, the patient experienced discomfort in her left groin and a feeling of fullness in her left leg. She was diagnosed as having a left retropublic hematoma. The hematoma was drained under general anesthesia via a small left iliac fossa inclusion and perscribed antibiotic prophylaxis. Her symptoms were relieved and she was discharged from the hospital.